Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 296 (mg/dl) and high ketones. Customer administered manual injections to treat bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to change infusion site and to consult with health care provider to discuss diabetes management.